Manufacturer narrative:
Patient information is unknown. Date of event is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Reporter email address and phone number are unavailable. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: while drilling, the drill bit broke into several pieces. The surgeon used a different drill bit to continue the procedure. There is no known patient consequence. Patient outcome is unknown. This report is for a 2.0mm cannulated drill bit/qc 150mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history record (DHR) review: part number: 310.221; synthes lot number: f-12846; manufacturing location: selzach; supplier: sphinx werkzeuge ag; release to warehouse date: april 24, 2012. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: investigation selection. Investigation site: (B)(4). Selected flow: 5. Broken. Visual inspection: the fluted end of the drill bit is broken in four (4) fragmented pieces. The shaft and coupling are otherwise still in good condition. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. (B)(4). Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Unfortunately, we are not able to determine the cause of this complaint. There could be a number of contributing factors that resulted in the breakage of the drill bit in such a manner, as it appears the drill bit just shattered. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention on page 4 in the leaflet ¿important information¿. Check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date information was received should have been reported as (B)(6) 2018 in (B)(4), but was instead left blank in error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.